Event description:
The technician alleged that the left side rail broke off at the weld. No patient impact.

Manufacturer narrative:
The technician replaced the bottom left side rail support bracket to resolve the issue.